Event description:
Spontaneous call, (B)(4) pump giving blockage detected error. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned to be returned for investigation? Yes. Did we replace device? Yes. "Patient has working 1 pump they were able to continue using. Reported to (B)(6) by: patient/caregiver.